Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 syringes 1ml ls 26x1/2in experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: black particles are seen in side the syringe.

Manufacturer narrative:
H6: investigation summary: five photos were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe product and packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The foreign matter could be due to uncontrolled storage conditions before being distributed to the customers¿ premises. This nonconformance could have occurred out of the manufacturing facility. The team also reviewed the pest controls monthly summary report and no abnormalities were detected at the 1ml manufacturing line. Therefore, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 200 syringes 1ml ls 26x1/2in experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: black particles are seen in side the syringe.